Event description:
It was reported to boston scientific corporation that during an anterior/apical pelvic floor repair procedure using an uphold vaginal support system, "a couple of millimeters" of lead suture (with the needle at the end) detached from the second mesh leg as the physician was placing it in the patient's sacrospinous ligament. The lead suture (with the needle at the end) was captured inside the capio device. The physician removed the "remaining portion" of the uphold device from the patient and used another uphold vaginal support system to complete the procedure without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.